Event description:
Implant loss due to extraction, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation. Post-op x-ray showed these implants in sinus (too long). Placed and removed the same day. (B)(6) and (B)(6) are the same patient.